Event description:
It was reported that radiographs showed evidence of nonunion. The patient with single-level degenerative disease and low back pain for at least six months had not responded to conservative management. An anterior lumbar interbody fusion (alif) was performed using a stand-alone femoral ring allograph (fra) packed with rhbmp-2 soaked absorbable collagen sponges. The fra was placed into the intervertebral space. Between nine and twelve months post surgery, radiographs on this pt revealed nonunion at l5-s1. Evidence of nonunion was also confirmed during subsequent surgical exploration and salvage posterior fusion. No other details were mentioned.

Manufacturer narrative:
(B)(4) (pseudathrosis) - (B)(4). Literature citation: pradhan et al. Graft resorption with the use of bone morphogenetic protein: lessons from anterior lumbar interbody fusion using femoral ring allografts and recombinant human bone morphogenetic protein-2. Spine. 2006; volume 31: number 31: number 10, pp e277-e28. A review of the device history records is not possible without add'l device info. Neither the device nor imaging films were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.